Event description:
It was reported, the ipg is unable to communicate with the external devices .lead diagnostics revealed normal impedances. The patient underwent surgical intervention to remove and replace her ipg which resolved the issue.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in a field advisory (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).